Event description:
Allegedly patient had amputation 1 yr post-op unrelated to the product. The explanted proximal 2/3 of the tibia was sent to look at the bone ingrowth (for educational purposes).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this product. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01735, 01737, 01738, 01739, 01740.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. Evidence that product in specification when used.